Event description:
The wife of a (B)(6) old male pt contacted zoll customer support to report that the pt's monitor is displaying a service code. This pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon receipt code 204 was displayed. The cause for the service code was a defective y402 component on the c/a board. The y402 component is a smd crystal osvillator and is necessary for the monitor to communicate with the electrode belt. The root cause for the defective y402 component cannot be positively determined but is likely excessive strain placed on the component. No adverse event resulted from the damaged components. The last pt to use this monitor did not report any problems.